Manufacturer narrative:
Per tandem's t:slim user guide do not remove or add insulin from a filled cartridge after it is installed on the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during basal delivery. Customer's blood glucose level was 110 mg/dl. Reportedly, the customer was able to load the same cartridge successfully, and resumed pump therapy.